Event description:
It was further reported that the patient presented with an acute myocardial infarction and was treated with a liberte bare stent. Afterwards, the patient was seen for follow up and restenosis of the liberte bare stent was confirmed. A promus stent was placed distal to the liberte bare stent and there was an overlap section. After postdilation of the lesion it appeared that the kinetix guidewire was jailed in the stent, it seemed that the wire went in and out of one strut, causing a tip separation.

Manufacturer narrative:
Device evaluated by MFR.:the kinetix guidewire was returned without any original packaging or other accessory devices, there was evidence of dried blood/contrast media present on the device when received. The wire was received separated in two pieces, fractured near the distal tip - the distal portion of the severed wire measured at approx 1 inch in length. The core wire could be viewed pulled through the distal end of the tip detachment measuring less than 0.010 in. The proximal portion of the severed wire revealed a strut fracture between one of the micro-cuts in the high torque sleeve (hts), further examination of the site showed no evidence of internal components through the micro-cut struts in the hts. The hts was removed on both the proximal and distal portions of the severed wires to reveal the internal components of the wire and determine the failure - proximally a corewire fracture was revealed and distally the entire ccr (core wire, coil and ribbon) joint was viewed to be fully in tact, supporting the conclusion of a corewire failure proximal to the ccr joint in this case. Electron dispersive spectrometry (eds) and scanning electron microscopy (sem) revealed that the nitinol core wire showed evidence that the fracture occurred by combined torsional and tensile forces. The tensile test results indicate that the nitinol core wire fractured within specification, the strength of the core wires is not considered to be related to the failures in this case. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same patient as 2134265-2010-03742. It was reported during percutaneous intervention procedure, guide wire entrapment and a detachment occurred. A veriflex (liberte') bare metal stent had been previously implanted in the moderately tortuous mid right coronary artery (rca). During the same procedure, a promus stent was implanted in the distal rca. At some point post-procedure, during follow-up angiography, restenosis of the veriflex (liberte') stent was confirmed. An intervention was performed by crossing the lesion with a kinetix str 185cm guide wire and viewing the lesion with optical coherence tomography (oct). The lesion was then dilated with a maverick 2 - 2.5x15mm balloon and the balloon was removed. After the balloon was removed, the physician felt there was "something wrong" with the kinetix wire and attempted to withdraw the wire. Upon withdrawing the kinetix wire, it was noted the wire was trapped. It is not known what the wire became stuck on but as the physician continued to attempt to withdraw the guide wire, the wire detached and remained in the distal rca. A non-bsc guide wire was advanced distally and the detached portion of the kintex wire was removed with a snare. A non-bsc 3.5x28mm stent was then implanted to complete the re-intervention. No further patient complications were reported and the patient status is reported as good.

Manufacturer narrative:
Correction to describe event or problem: initially reported that liberte bare stent and promus stent were implanted during same procedure. Corrected to liberte bare stent implanted and promus stent used for reintervention on liberte bare stent restenosis at a later date. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient presented with an acute myocardial infarction and a liberte bare stent was implanted one year prior to the in-stent restenosis event.

Event description:
It was further reported that the patient presented with an acute myocardial infarction and was treated with a liberte bare stent. Afterwards, the patient was seen for follow up and restenosis of the liberte bare stent was confirmed. A promus stent was placed distal to the liberte bare stent and there was an overlap section. After postdilation of the lesion it appeared that the kinetix guidewire was jailed in the stent, it seemed that the wire went in and out of one strut, causing a tip separation.